Event description:
Device 1 of 4. Reference MFR report#3006705815-2019-01114. Reference MFR report#1627487-2019-03829. Reference MFR report#1627487-2019-03832. It was reported that the patient experienced sign of infection at the lead incision site. Patient was prescribed oral antibiotics. Surgical intervention was undertaken wherein both the leads were explanted. Reportedly, the infection has been resolved.